Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the associated leads were removed and replaced per the patient's request. The patient initially had a left sided system implant, but she continued to complain of pain at the implant site. Therefore, the physician moved the system to the right side and opted to implant new leads. No additional adverse patient effects were reported. This pacemaker remains in service with the newly implanted leads.